Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo, and the catheter cannot be flushed. The valve is defective. There was no patient consequence. Additional information was received, and it was indicated that the issue appeared during procedure. The side port of the catheter was blocked, and irrigation was not possible.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo, and the catheter cannot be flushed. The valve is defective. There was no patient consequence. Additional information was received, and it was indicated that the issue appeared during procedure. The side port of the catheter was blocked, and irrigation was not possible. Device investigation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and microscopic examination of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. A device history record was performed for the finished device 60000404 number, and no internal actions related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The hemostatic valve issue reported by the customer was confirmed. The potential cause of the damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).